Event description:
It was reported via phone call, that the buttons on the insulin pump are unresponsive. Customer's blood glucose level at the time 227 mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Insulin pump received with no button response due to unlocked lcd keypad connector. Unable to perform the displacement test due to no button response. Insulin pump received with cracked reservoir tube lip, case cracked at the display window corner, minor scratched lcd window, cracked lcd window, and scratched reservoir tube window.